Event description:
It was reported the pacemaker clinic nurse reported a smell and smoke coming from the programmer. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) - analysis found that the device no longer powers up. The smell of smoke could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis found that the device no longer powers up. The smell of smoke could not be confirmed.